Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were programmed to unipolar configuration. It was unknown if the device lead safety switch feature had triggered or if the device was intentionally programmed to unipolar configuration. Pacing inhibition and rv noise resulting in the storage of ventricular tachycardia events was also noted. In bipolar configuration, the impedance measurement was greater than 2500 ohms and an rv conductor fracture was suspected. The device was programmed to voor mode to ensure pacing during the noise. A lead revision will be considered at the next device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.